Manufacturer narrative:
The field service engineer (fse) discovered the leak to be coming from the nrbc chamber of the analyzer. The fse replaced the nrbc chamber as it was blocked with pieces of tube stopper rubber particles and resolved the issue. The fse replaced the sample line to the distribution valve. The fse verified repairs per the established procedures. Results conformed to the manufacturer's published performance specifications. Results: chamber. The customer has an exposure control/risk management plan at the facility. (B)(4).

Event description:
The customer reported approximately 5 ml of liquid leaked inside the unit involving unicel dxh 800 coulter cellular analysis system. Beckman coulter recommended the use of personal protective equipment (ppe) prior to troubleshooting. The customer had on gloves and a laboratory coat. Patient results were not impacted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.